Event description:
Procedure: lower anterior resection. According to the report: the surgeon pulled the trigger, but the instrument got stuck on the pt. They had to resect below the stuck suture. The pt had cancer and the procedure was performed to remove the tumor. The pt's status post operatively was good. He recovered positively. The device will not be returned for eval.

Manufacturer narrative:
Date initial report sent: 09/09/2009.